Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on initial inflation at 9-10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was good.